Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (B)(4) was deployed without issue. During patient use, the user observed an issue. Per report, the lifeband was installed and the patient was properly placed and aligned on the platform per the autopulse guidelines; however, once powered on the platform displayed an unspecified error message with a "please lift lifeband and restart" prompt. The user was unable to resolve the issue even after performing troubleshooting by pulling the lifeband up, restarting and replacing the autopulse li-ion battery multiple times. The length of troubleshooting time was not specified. Following this, manual CPR was immediately performed for an unspecified amount of time until the patient was transferred to the hospital. No known impact or patient consequence was reported.